Event description:
It was reported that patient underwent a left total knee arthroplasty on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2014 due to poly wear and tibial malpositioning. The tibial tray and tibial bearing were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under warnings it states: "malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-08301 / -08325).